Event description:
A radiographic evaluation revealed that the locking key for the tibial baseplate has partially migrate out. The component was replaced.

Manufacturer narrative:
Investigation in progress.